Event description:
Event description guidant received information that the patient implanted with this coronary sinus implantable lead expired en route to the emergency room. Approximately one month earlier, this lead was turned off during a follow-up appointment.